Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Pump display turned on when plugged into a power source. The customer's blood glucose was 121 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, and a different issue was identified.